Event description:
It was reported that, during the use of the product, the breathing bag got a torn hole with a burst sound. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which is not the original package: sample was received torn, to determine the confirmation of the complaint, see the complete investigation and the root cause section. Other analysis: as part of the investigation, 20 samples were taken to see there is any condition could cause torn breathing bags: sharp edges on binder?s workstation: the test consisted to evaluate if the condition of the binders of the process can be damage / broke the breathing bags. Packaging teste: the test consisted to evaluate in this process if the unit can be damage due stuck. Conclusion: it is concluded that failure reported could not be reproduced in the manufacturing process according to the analysis mentioned above. The cause of the reported problem could not be determined. Lots 4195307 was manufactured with 3000 ea units; lots met the requirements to release with no deviations identified during their manufactured.